Event description:
Natrelle saline breast implants have caused me bii (breast implants illness), joint autoimmuine disease requiring following a rheumatologist and medications i.e. Plaquenil, diclofenac, tramadol, etc. With research of reading so many other women's stories about how en bloc capsulectomy explant of the breast implants have cured them, I would like to get these implants removed also so that I will feel better and not so debilitated.